Event description:
I had a spinal fusion done at the (B)(6) hosp. They fused my l4/l5 s1 and they used bmp also. My surgery was done from the back, not even 3 months later, I was back in the hosp to have bony overgrowth removed in (B)(6) 2011. Since then, I have had horrible pain even had to resigned from my job. I also had a spinal cord simulator implanted but nothing has worked. I have just recently heart that bmp was only supposed to be used for back surgery done from the front, so I'm upset because I'm (B)(6), I have had 4 major back surgeries and now I have this bmp in me that is pushing on my nerves causing horrible pain to my legs and back. I will be having another surgery at (B)(6) hospital to have the bmp overgrowth removed off my nerves. Diagnosis or reason for use: to help vertebrae fuse faster.